Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer reported erroneous results for intact human chorionic gonadotropin + the b-subunit (hcg + b) on one patient sample. The patient was admitted to the ed complaining of a stomachache. The physician suspected kidney related issues. Her abdomen was examined, including an ultrasound. The results were normal. The initial hcg + b result was 48.63 miu/ml. The patient sample was also tested on an abbott analyzer where the hcg + b result was approximately 48 miu/ml. The sample was repeated on (B)(6) 2015 where the hcg + b was 83.53 miu/ml. These results were not reported outside of the laboratory. The patient tested positive for pregnancy on a urine test strip and this result was reported to the physician. The physician suspected interference due to hormone medicine recently taken by the patient. No adverse event was reported. The hcg + b reagent lot number was 175098. The expiration date was requested but not provided. A specific root cause could not be identified. No general reagent issue was evident.